Manufacturer narrative:
H3: it was reported that while in use on a patient, this pb980 ventilator shut off. Although it was reported that the ventilator shut off, a review of the provided diagnostic codes indicates the ventilator entered into backup ventilation(buv). The unit was not available to medtronic for evaluation. The customer removed and reseated all the printed circuit board assemblies (pcbas). The unit passed the extended self test (est) and short self test (sst). The likely cause of the entry into buv was a transient out of range inspiratory pressure measurement. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 980 ventilator shut off. The patient was removed from the ventilator and placed on an alternate ventilator without injury.